Manufacturer narrative:
Device return is not required. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. It was reported that the sensor wire was broken and was not inserted in the body; it allegedly stayed in the applicator. There was no indication that the device caused or contributed to a serious adverse event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.